Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins has reached end of service (eos) due to overdischarge. The device will not be replaced due to poor patient compliance. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-mar-04 (B)(4) (con,rep): information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient¿s implantable neurostimulator (ins) was over discharged due to n on compliance. The rep tried to interrogate the battery to reprogram; the patient stated that she needed to have the stimulation reprogrammed but upon interrogation, it was determined that the patient had to let the device go into over discharge for the second time. When the rep looked at the recharge record, it was determined that the last time the patient successfully recharged was in (B)(6) 2020, just three days after the last trickle charge. During the call, the rep trickle charged and cleared the power on reset (por) code. Reprograming did not result in paresthesia the patient was satisfied with; the rep was unable to get paresthesia in the patient¿s right foot. It was noted that both leads produced mostly left paresthesia that the patient was not content with, so the rep found one program that stimulated both left and right legs but not in the area of the patient¿s pain. In the end, the rep educated the patient on what to expect if battery goes into over discharge for a third time and stressed the importance of recharging. There were no further complications reported or anticipated. On 2020-06-19 (B)(4) (rep): additional information received from the rep indicated that the patient¿s device has had another over discharge. No further complications were reported or anticipated.